Event description:
Patient reported experiencing elevated blood glucose readings today, recently of 255 mg/dl, 298 mg/dl, and 495 mg/dl; all results were taken hours apart from each other. Patient was able to self-treat by administering 15 units of insulin via syringe. Patient reported there were no errors or alerts. Patient alleges the pump is not delivering insulin properly. No adverse event reported. Requested return of the alleged pump for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.